Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the pump parameters not being displayed on the heartmate touch screen and the system controller's white cord not working was unable to be confirmed. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Provided information stated that the issue resolved after the equipment exchange. In addition, log files were unable to be downloaded due to the system controller¿s white power cable, consistent with the communication issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot all alarms on the system controller. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook, section 10 ¿safety checklists¿, and the heartmate 3 lvas IFU, section f ¿safety checklists¿, instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's pump parameters did not show up on the heartmate touch screen. The system controller and the modular cable were exchanged. It was noted that while preparing the new primary system controller, the pin inside the new emergency backup battery (ebb) was bent. The ebb was then exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the display issue resolved with the system controller exchange. The patient was said to be doing well on the new system controller. It was noted that log files were not download due to the white cord not working before the system controller exchange. Log files were also not downloaded after the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.